Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt distribution node (dn) to rear cable was cut, with all wires severed. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.